Manufacturer narrative:
(B)(4). Batch # = n90431. The analysis results found that the mcs20 device was received empty. Upon cycling, the device was noted to be empty and the lockout mechanism not functional. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire at all. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.